Manufacturer narrative:
The level 1 root cause for the alleged issue is a malfunctioned rapkit. After reviewing previous similar investigations it was identified that a possible level 2 root cause for the alleged leaking issue is that the device may have been previously torn weakening that area and then during use if the patient were to have shifted weight applying pressure to that weakened area it may have then ruptured. However, this was not confirmed as the product was disposed of and not available for further evaluation.

Event description:
It was alleged that the disposable wrap malfunctioned. There is a potential for fluid to leak onto a patient.

Event description:
It was alleged that the disposable wrap malfunctioned. There is a potential for fluid to leak onto a patient.